Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages consistent with the customer's report. However, the device passed all testing including full functional testing without duplicating any malfunction to the device. An internal inspection found no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "airway pressure sensing failure - 1052." Message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.